Manufacturer narrative:
Initial 3 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced eight infusion sets tubing leakage events at site on (B)(6) 2026. The infusion sets were used for twenty four hours or less. Blood glucose level was high and patient took correction bolus via pump to resolve the issue. Patient replaced infusion set and resumed insulin deliveries successfully.